Manufacturer narrative:
On (B)(6) 2013 complaint unit was received from the field for evaluation. Refer to evaluation # mt00388 - no notable defects during visual inspection. During testing received "fluid path blocked" error message. Upon internal inspection, excessive loctite was found in the central bolt. Handpiece was disposed of. On (B)(6) 2014, the DHR for microtip lot 28013-05 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 28013-05. A review of lot history showed that there were (B)(4) reported microtip unit failures. Lot 28013-05 has a failure rate of (B)(4)%. No significant trend was observed. Upon review of the complaints from this facility, it was verified that the cause of failure for the microtips were due to issues with the unit itself. All complaints were verified and there was no indication of any console malfunction or customer misuse.

Event description:
Fluid path blocked, would not prime. (Dr. (B)(6)).